Manufacturer narrative:
Conclusion: an evaluation of photos and a surgical video was conducted. Both showed significant intra-abdominal tissue adhesion before the mesh placement and before the mesh removal. The outer portion of the mesh was well incorporated into the abdominal wall tissue. The lack of tissue deposition can only be seen at the center of the mesh corresponding to the unclosed fascial defect. The omental tissue was apparently the result of the fixation failure over a small portion of the mesh, increasing the physical contact between the mesh and the visceral tissue. The partial mesh detachment was apparently the result of inadequate fixation.

Manufacturer narrative:
(B)(4) - it was reported that a patient underwent a laparoscopic incisional hernia repair procedure in (B)(6) 2012 and mesh was implanted. In (B)(6) 2012, the patient had a recurrence at the cranial side of of the scar. This was confirmed with a CT scan.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure in 2012 and mesh was implanted. In (B)(6) 2012, the patient had a recurrence at the cranial side of the scar and the patient needed a new surgery. During this surgery in (B)(6) 2012, it was visible that there was no ingrowth at all of the mesh. The mesh was coated on both sides with a layer of fibrine. The mesh seemed encapsulated. The tackers were still in place. After removing omental adhesions, the mesh was removed and a different type of mesh was placed to repair the hernia recurrence.